Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and observed the hemostatic valve leak. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received. The hemostatic valve did not dislodge inside of the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. No picture available. The sheath was not being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood loss was about 5ml.

Manufacturer narrative:
The picture evaluation was completed on 28-jul-2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, a reddish fluid was observed on the hemostatic valve. Also, this fuild was observed through the sideport of the sheath, which may be related to the leakage reported. However, no physical damage was observed on the sheath that may indicate the leakage source. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer¿s reference number: (B)(4).